Event description:
As reported, during an laparoscopic hernia repair procedure on (B)(6) 2022, the surgeon attempted to fixate a 3dmax light mesh into cooper's ligament using a bard/davol optifix straight fixation device. It was reported that the device deployed one broken fastener near the cooper¿s ligament and it was removed from the patient's body. As reported the device was jammed and fasteners could not be deployed. It was also reported that the temperature indicator was not exposed (black) prior to use, the surgeon applied counter-pressure with the contra-lateral hand during attempted fixation, counter pressure was applied perpendicular to the mesh or tissue and the procedure was completed using another device without any delay. There was no reported patient injury.

Manufacturer narrative:
As reported, the bard/davol optifix straight fixation device failed to fire and deployed a broken fastener. The subject device was returned for evaluation. Evaluation of the sample finds for bent guide wire and bent back up tabs. Broken fasteners and performance issues are a known result of a bent guide wire/ tab. Based on the sample evaluation and investigation performed, the reported event is confirmed and the root cause of the bent guide wire and backup tabs on the device were found to be bent from applied forces when in use while attempting to deploy into the cooper¿s ligament. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 515 units released for distribution in march,2022 the precaution section of the instructions for use (IFU) supplied with the device, states that "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength." And it also states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue." Sample evaluated.